Manufacturer narrative:
The reported complaint of a cracked port could not be confirmed. Without the return of the sample or a photo/video a comprehensive review cannot be performed and a probable cause cannot be determined. The lot history was reviewed and no nonconformities were identified that may have contributed to the reported complaint.

Event description:
The event involved a 5" (13 cm) smallbore ext set w/microclave® t-connector, clamp, luer slip where the customer reported that there was a crack on injection port, resulting in blood leakage. The event was noted during infusion. There was patient involvement, but no patient harm was reported as a consequence of this event.